Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As reported by the patient on (B)(6) 2015, the patient scratched the eye during contact lens removal on (B)(6) 2015 which resulted in an infection the next day. The patient sought medical attention and was prescribed an ophthalmic solution used to treat bacterial infections. Additional information received via adverse event form on (B)(6) 2015 included a diagnosis of bacterial keratitis in right eye associated with contact lens wear. It was reported that the patient experienced foreign body sensation, mild redness, watery discharge, infection, and a corneal abrasion. No culture, biopsy, or scrapping was performed. No anterior chamber reaction or permanent scarring was noted. A peripheral corneal ulcer <1mm in size, a peripheral infiltrate 1 mm in size and mild corneal staining (<50%) was noted. The patient was prescribed gatifloxacin ophthalmic solution every 1-2hrs x 2days then tampered to four times daily x 7-10 days. The patient was instructed to return for follow up appointment 1 week from last appointment on (B)(6) 2015. The event has not resolved. No further information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).